Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2010 and (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Health professional reported surgical reoperation due to "capsular contracture," baker grade iii. Healthcare professional later reported rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening and observed a broken assessed as fold flaw opening. Capsular contracture: unable to observe. Asymmetry-ndr: unable to observe. Pain-ndr: unable to observe. As per the investigation procedure, creases and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Health professional reported surgical reoperation due to "capsular contracture," baker grade iii. Healthcare professional later reported rupture. This record is for the left side. Device has been explanted and replaced.